Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows an implanted catheter in which blood stains are noted on the surgical cotton placed at the connection between extension leg and the bifurcation. However, the investigation is inconclusive for the reported fluid leak issue as provided photo evidence was not sufficient enough to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month eight days post a dialysis catheter placement in the right atrium via internal jugular vein, the blood was allegedly oozing from the connection between the extension tube to the fixed wing connection. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that one month eight days post a dialysis catheter placement in the right atrium via internal jugular vein, the blood was allegedly oozing from the connection between the extension tube to the fixed wing connection. There was no reported patient injury.